Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible alarms while connected to the mobile power unit (mpu) was not confirmed as the alarms were not observed in the submitted log file. The submitted system controller event log file contained approximately 6 days of data ((B)(6) 2022 per the timestamp) and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2022 per the timestamp). The data in the log files did not indicate any issues with the mpu. No atypical alarms were observed in the log files. The pump maintained a speed above the low speed limit without issue throughout the log files. The mpu was not returned for analysis. Additional information provided communicated that the issue has not reoccurred. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01nov2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported hearing alarms mainly every morning starting the week of (B)(6) 2022, lasting about less than 5 seconds while on electrical power. The patient uses a mobile power unit (mpu) at home. Same audible alarm occurred one time while on battery power. There were no visible alerts and lights noted by the patient and their family. The patient denied any loose cable connections. The patient reported the beeping came from the system controller. The system controller screen showed power cable disconnect alarms and an external power alert when checked. A review of alarms from the system monitor revealed power cable disconnect alarms followed by power cable disconnect alarms which may have indicated the patient took time when switching power sources. Appropriate re-education had been provided to the patient during their routine follow up appointment in the clinic. The log file review noted that the power cable disconnect alarms all appeared to be routine occurring when power sources were being switched. The log file did not capture any unusual alarms when connected to the mpu.